Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window and missing the end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 147 mg/dl. The customer stated that the compromised force sensor system alarm occurred at night. The customer stated that the drive support cap is sticking out. The customer stated that they did not push it. The customer stated that they are still on pens. The customer will be sent a replacement pump.